Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the systems' vertical lift was inoperable. No report of patient or staff injury.